Event description:
It was reported that, after a primary right r3-tha surgery in (B)(6) 2017, the plaintiff presented metallosis, significant pain, edema, and mechanical complications. As a result, the plaintiff underwent revision surgery on (B)(6) 2021. During the revision, corrosion was found at the neck and head junction. The femoral component and the acetabular shell were well fixed and were left in place. The liner and the femoral head were explanted and replaced with a tha system from a competitor. The plaintiff tolerated the procedure well.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
*Us legal* it was reported that, after a r3-tha in (B)(6) 2017, plaintiff presented metallosis. Plaintiff underwent revision surgery on (B)(6) 2021. Plaintiff outcome is unknown.

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the reported pain, elevated cobalt and intraoperative findings of ¿slightly cloudy, yellow joint fluid, grossly thickened capsule, and corrosion at the head and neck junction may be consistent with the reported metallosis. However, the root cause of the reported clinical findings cannot be confirmed but based on the intraoperative findings of corrosion on the trunnion is a likely source of the metal debris. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that fracture of implant components has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include damaged product, implant corrosion or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
*Us legal* it was reported that, after a r3-tha in (B)(6) 2017, plaintiff presented metallosis. Plaintiff underwent revision surgery on (B)(6) 2021. Plaintiff outcome is unknown.